Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while exposed to "normal" temperature. Additionally, multiple malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarms and the temperature alarm were cleared and insulin delivery was resumed. There was no reported impact to the customer¿s blood glucose.